Event description:
It was reported that during a case at the user facility, the core impaction drill overheated, causing a 5 millimeter burn on the lower lip of the patient. The burn was treated only with vaseline brand ointment at the time of the procedure. The procedure was completed successfully. No additional medical intervention or adverse consequences were reported. The patient returned for a check up 2 weeks later; the burn was healing normally and did not require additional treatment.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a case at the user facility, the core impaction drill overheated, causing a 5 millimeter burn on the lower lip of the patient. The burn was treated only with vaseline brand ointment at the time of the procedure. The procedure was completed successfully. No additional medical intervention or adverse consequences were reported. The patient returned for a check up 2 weeks later; the burn was healing normally and did not require additional treatment.

Manufacturer narrative:
The technician was able to duplicate the reported event of overheating and noted that the driveshaft bearings were damaged, which may have caused the reported event.